Event description:
It was reported the pt was not receiving adequate stimulation coverage. The physician scheduled surgical intervention to address the issue. Note this pt has two leads of the same model and lot number implanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.